Manufacturer narrative:
D10: device available for eval: yes. D10: returned to manufacturer on: 27-sep-2023. Investigation summary: bd received 50 samples for investigation. Ten (10) of the samples were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the rubber sleeve leaked and a nurse got hepatitis positive blood on her hands. No abrasions on the nurse's hands and tests have been performed, although, results are not yet available. The following information was provided by the initial reporter: "rubber sleeve leaked, and the nurse got blood her hands. Patient was hepatis positive. Tests done to the nurse, but result are not ready yet. The nurse didn't use gloves, but her hand was healthy (no skin problems). Event occurred during use.".

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the rubber sleeve leaked and a nurse got hepatitis positive blood on her hands. No abrasions on the nurse's hands and tests have been performed, although, results are not yet available. The following information was provided by the initial reporter: "rubber sleeve leaked, and the nurse got blood her hands. Patient was hepatis positive. Tests done to the nurse, but result are not ready yet. The nurse didn't use gloves, but her hand was healthy (no skin problems). Event occurred during use."